Event description:
During a thoracotomy, the anesthesia low oxygen delivery alarm sounded. O2 supply was switched to the back-up tanks. Machine continued to alarm.master switch was defective and replaced. No harm to pt.